Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of multiple no delivery alarms on their insulin pump. Customer's blood glucose level was unknown. Troubleshooting was conducted. The pump was noted to be functioning as designed. Nothing is being returned at this time.